Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that the pump continued to run despite the 1l normal saline (ns) being dry. It was claimed that air was being pumped into the patient¿s veins. The pump did not audibly alarm and just continued to run. The pump was then removed. A medwatch report mw5112767 was received which stated ¿patient receiving IV infusion for chemotherapy and saline. Patient-reported to finish the remaining hydration left. Registered nurse (rn) adjusted the pump to run the remaining 500cc over 30 minutes on a line. Approximately 30 min later, rn noted the line to have completely run dry but the infusion pump to still running with no alarm alerting to air in the line. The pump was immediately turned off and disconnected. The rn noted air in line throughout all of the tubing and it appeared to be present in the ventricular assist device (vad) line as well. The patient began rubbing her chest. Rn attempted to aspirate back on the vad line and blood return was noted. The vad line was then flushed with normal saline (ns) 10cc twice. The patient began to complain of indigestion and discomfort in the chest and feeling hot. The patient was placed on the left side and supplemental oxygen was applied via face mask. Vitals remained stable. Electrocardiogram (EKG) was performed and was found within normal limits (wnl). Oxygen removed. The patient was monitored for an additional 30 min and reports feeling better and all symptoms have resolved. The patient was educated to go to the emergency department (ed) for further signs/symptoms. The pump was evaluated by the clinical engineering department and the failure could not be duplicated. No additional information is available at this time.

Manufacturer narrative:
Tests: self-test and visual inspection. Self-test passed. Visual inspection passed. Ran protocol of 999 ml/hr of 1.1 l volume to be infused (vtbi) with 1 l bag. The pump was tested to completely run the bag dry at a high rate and try to duplicate the customer¿s complaint. The device alarmed after the bag and proximal side of the tubing ran dry. The device recognized the air in the line and alarmed with n232 proximal air in line a back prime. The device did not allow air into the distal side of the cassette/tubing. The customer complaint was not confirmed. Probable cause was not found, found no issues with the device. Research and development (r&d) engineering was provided with a picture of the pump displayed alarm/device log for 10/11 (from 15:53 thru 17:06) and a copy of the mednet event/alarm log (eal) report covering the period of the incident. The customer noted that ¿the time on the pump is 4 hours 32 minutes in the future¿. Engineering reviewed the provided pump displayed alarm/device log. The customer complaint was not confirmed. The device doesn't have any issues and ran properly. Performed the performance verification (pvt) testing and passed. A probable cause is not found, no issue with the pump.